Event description:
The customer reported <1 ml of diluent mixture leaked from coulter act diff 12 analyzer probe onto the countertop. Customer also reported instrument was failing plt backgrounds. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found fluid filters loose, causing probe leak. Fse replaced the filters to repair the instrument, performed decontamination procedure as auxiliary service, and ran verification. (B)(4). Fse trouble shot with customer on phone.